Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was not able to be depressed at all. It was removed as a unit and hemostasis was achieved by manual pressure. The procedure was completed. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time, and no red color was observed during retraction. The device was not attempted to be deployed outside the patient¿s body. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no previous closure device or manual compression used at the target femoral site within thirty days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. This was an endovascular therapy (evt) case with a retrograde approach made from the femoral artery. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was not able to be depressed at all. It was removed as a unit and hemostasis was achieved by manual pressure. The procedure was completed. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time, and no red color was observed during retraction. The device was not attempted to be deployed outside the patient¿s body. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no previous closure device or manual compression used at the target femoral site within thirty days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. This was an endovascular therapy (evt) case with a retrograde approach made from the femoral artery. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18200342 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural films the reported customer complaint " deployment lever (button) frozen/locked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.